Event description:
On (B)(6) 2012 clinic notes were received. Review of the clinic notes dated (B)(6) 2012 revealed that the patient had three seizures since the last visit, all gtc seizures. It was noted that the patient has mostly nocturnal seizures. The patient's longest seizure free stretch was about 3 months, for a few years, but he has averaged about 1 seizure/month over his life. Clinic notes dates (B)(6) 2012 revealed that the patient had no seizures since the last visit. On (B)(6) 2012 the patient reported one seizure since the last visit. The vns was interrogated and the patient's settings were noted to be output=3.5ma/frequency=30hz/pulse width=500usec/on time=14sec/off time=0.5min/magnet output=1.75ma/magnet on time=60sec/magnet pulse width=500usec. Then, clinic notes dated (B)(6) 2012 revealed that the patient had three more seizures since the last visit, all at night while sleeping, all in the first half of september. The physician noted that there were no new health problems or stressors. The physician encouraged the patient to try and get to sleep a little earlier on weeknights to see if lack of sleep could be contributing to the seizures. Attempts for further information from the physician are underway but no additional information regarding the increase in seizures have been received.

Event description:
The patient's programming history was reviewed and the last diagnostics listed were from date of implant, which showed the device to be properly functioning at that time.

Manufacturer narrative:
Analysis of programming history.